Event description:
A patient underwent a posterior spinal fusion. During the procedure the screw tap metal threads broke and were retained in the patient along with the spine threaded guidewire tips. Attending was unable to remove fragments. The devices are in the hospital available for manufacturer's analysis.